Event description:
It was reported that the lead was explanted due to noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned in two parts. Internal insulation abrasion was found at 32.6-33.2cm from the distal tip. The etfe coating was intact. Internal insulation abrasions were found under the svc shock coil at 22.1-23.7cm and 26.4-26.5cm from the distal tip. The etfe coating was intact at these locations.